Event description:
At approximately 11:00 pm, the pt's blood glucose (bg) level went to 22. By about 2:00 am the bg level finally came back up. The parent had filled the cartridge that afternoon with 100 units. After priming there were about 90 units left. The next morning there were only 5 units left in the cartridge. There was no leaking or wetness in the cartridge area. The pt had fallen on the pump the previous afternoon. The pt's site was changed two days earlier. The total delivery history was 8,9,11 for the past three days respectively and the total basals were consistently at 3 units for 24 hours. The pt's basal rates were around 0.05 with the highest being 0.15. The alarm history showed an empty cartridge alarm at 11:32 am the previous day (soon after the parent changed the cartridge) and an occlusion alarm the previous evening at 9:21 pm. The pt's parent did not prime the pump while the pt had the infusion set connected.